Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to complete pump reset at time of call and planned to call back. Ultimately technical support assisted the caller in resetting the pump, and malfunction code did not recur thereafter. The customer was advised to continue using the pump.